Manufacturer narrative:
Review of device history records show the lot released with no recorded anomaly or deviation. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report one of two for the same event, see also 1032347-2015-00351.

Event description:
It is reported the case was a bilateral ankylosis of the tmj with aberrant patient anatomy, multiply operated tmj, including previous osteotomy. During trans-operatory a major bleeding occurred due to a maxillary artery injury that led to multiple transfusions of blood and a long operative time. Subsequently, the procedure was not completed and the doctor decided to remove the left fossa that was implanted at the moment.

Manufacturer narrative:
The returned fossa was evaluated for the complaint of a removal due to excessive bleeding. The part was visually inspected and found in good working condition. The part shows no signs of manufacturing defects and no malfunction was reported. The complaint cannot be verified as the part was found in working condition and removed due to the patients condition of excessive bleeding. The most likely cause of the complaint is patients condition. The device history record was reviewed and no deviations or abnormalities were found for this lot. (B)(4).

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.